Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited image blackout and flickering. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and image blackout was confirmed and image flickering was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image blackout: cable failure. In regard to the image flickering, because the malfunction was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.